Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: during use after firing was done, the jaws of cartridge would not be opened but only the black return knob could be back. To release it from tissue, the additional resection was required: the doctor had to cut the tissue on the side of specimen by electrical surgical pencil. A new (B)(4) was opened for resection of another side to the patient. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding. No patient info is available: gender: unknown. Age: unknown. Weight: unknown. The customer did not know if reinforcement material was used.